Event description:
The customer reported to customer service that the housing on her pump in style transformer showed signs of cracking, and had collapsed. She also stated that she can now see the inside of the adapter, with wires exposed.

Manufacturer narrative:
Customer was sent a new power supply. In follow up, the customer indicated that approximately 1 month into using the pump, the transformer developed a crack in the housing of the bottom that exposed inner electronics and wires. Customer did state she did not witness any smoke fire or sparking and there was no injury sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issue for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should or the original product be received, resulting in new, changed or corrected info, a follow up report will be filed at that time.